Event description:
A peritoneal dialysis nurse (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that they are now doing hemodialysis (hd) therapy because they have an infection. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation:attempts to obtain additional information were unsuccessful. It is unknown what type of infection the patient was diagnosed with or the reason the patient was switched to hemodialysis. The transition to hd does not decisively indicate that the patient¿s infection was peritonitis or dialysis related. The patient could have an intra-abdominal infection such as appendicitis, diverticulitis, or a bowel perforation. There is no allegation of a device malfunction or deficiency or reported defect of a fresenius product(s) reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
A peritoneal dialysis nurse (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report that they are now doing hemodialysis (hd) therapy because they have an infection. Additional information was requested, however to date has not been provided.